Manufacturer narrative:
Sections with additional information as of 30-jul-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on 25-may-2021 to ensure the customer's condition had improved - able to establish contact with son who stated he had taken customer to the ER earlier that day, as her blood glucose test results were still high. Son stated the results ranged from 525 - 546 mg/dl even after insulin administration (fasting/non-fasting status was undisclosed). Customer did not currently have any diabetic symptoms. Customer's blood glucose test result when she had arrived at the hospital was 441 mg/dl (fasting/non-fasting status was not disclosed). Son stated customer was currently being treated in the ER. Note 2: manufacturer contacted customer in a follow-up call on 28-may-2021 to ensure the customer's condition had improved - able to establish contact with son who stated customer was still currently hospitalized. Customer did not currently have any diabetic symptoms. Son stated when customer had arrived at the hospital, they had diagnosed customer as having had a heart attack sometime over the week. Son stated customer had been diagnosed with congestive heart failure and had a catheter and stents implanted in her heart. No additional blood tests were reported using the true metrix meter. Note 3: manufacturer contacted customer in a follow-up call on 04-jun-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer did not know her expected blood glucose test result range. At the time of the call the customer reported feeling sleepy and irritable; medical attention was not needed at the time. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/30/2022 and open vial date was not disclosed. The meter memory was not reviewed for previous test result history.